Manufacturer narrative:
(B)(4). Investigation results: received one speedband device with the irrigation catheter and velcro strap for analysis. The ligator head was not returned with the device. Visual examination of the device found that the trip wire was rolled between the handle bracket and handle spool. It was noted that the crimp was present on the trip wire and the suture was intact. There is no evidence that the trip wire was secured in the handle post during procedure. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly. Based on the event description and condition of the returned device, there is not enough information to determine a probable root cause.   A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the bands failed to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.